Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement that was noticed at follow up six days later. Additional information received which indicated that the dislodgement was first confirmed post op visit with a very low sensing and very high threshold which capture both bipolar and unipolar. Fluoroscopy was done and showed that dislodgement was still in the ventricle prior to procedure. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Noted a deformed helix, pushed in and deformed - if it was deformed during implant, it could contribute to dislodgement. As the helix is pushed in and deformed - this point to deformation likely at implant. Electrical continuity testing passed, hipot test passed, pressure test passed, and stylet insertion test passed without issue. Helix tips which are deformed are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement that was noticed at follow up six days later. Additional information received which indicated that the dislodgement was first confirmed post op visit with a very low sensing and very high threshold which capture both bipolar and unipolar. Fluoroscopy was done and showed that dislodgement was still in the ventricle prior to procedure. This lead was replaced. No additional adverse patient effects were reported.